Event description:
It was reported that post implant a realize gastric band, the band tubing disconnected from the injection port. The problem was noticed during an adjustment and confirmed with fluoroscopy. The port was replaced. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with locking connector and 9.5cm of catheter were returned for evaluation. The tubing strain relief was not returned for evaluation. Upon visual inspection, it was observed that hooks were returned retracted and that the actuator ring was in unlocked position. The septum was punctured 8 times. It was also observed that the connection tubing was bent. A functional test was performed on the injection port with successful results. Hooks were deployed and retracted. Dimensional analysis of the returned components was performed and all meet specification. The returned device was fully functional. The strain relief was not returned for analysis. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to bond the strain relief to the locking connector. Our investigation concluded that device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacture of the in batch question. It is also that a 100% inspection takes place on all devices prior to release for distribution.